Manufacturer narrative:
Reporter last name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that could not power on normally after being connected to the power supply (the screen displayed nothing, and the indicator lights were abnormal or non-responsive). Attempts to turn it on were unsuccessful; the screen remained blank, and all functionalities were lost. There was no patient involvement.